Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. The mating part (needles) were returned along with complaint device. Unknown lot numbers for both ar-12990n returned. Used returned needles and a new ar-12990n/lot#10165153 needle during evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal root repair procedure, the knee scorpion kept misfiring. The rep used the biggest suture available and still, the scorpion misfired. The surgeon performed a menisectomy instead. No adverse effect to the patient.